Event description:
It was reported that the patient has high lead impedance and their generator's battery is depleted. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.